Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 19:07:30. During night drain cycle three, the patient's ultrafiltration reading was 67091ml, indicating the home patient (hp) drained 67091ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). Review of the logs revealed that the actual drain volume on (B)(6) 2012 at 05:10:46 was 1978 ml, which does not meet iipv criteria. The drain volume does not exceed 160% of the maximum prescribed cycle fill volume, as defined in the 1154817 clinical hazards list. If any additional information is received, a follow-up will be sent.